Event description:
A ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, "service required" codes related to the device's internal battery were found in the ventilator's downloaded event log. The device's internal battery and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator had "service required" codes in the ventilator's downloaded error log and the device's internal battery and power management board were replaced to address the issues. The internal battery replacement was reported in error. The device's detachable battery cable and power management board were replaced to address the issues.